Manufacturer narrative:
Results onf investigation: the associated complaint devices were not returned. The clinical/medical team concluded, a review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.

Event description:
In (B)(6) 2017 patient went with a new dislocation (rx suggested a breakage of the locking mechanism) after a closed reduction performed in (B)(6) 2017 ((B)(4)) a new surgical revision was undertaken on (B)(6) 2017 implanting a new constrained liner